Manufacturer narrative:
Date of event: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issues are unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the consumer went through 7 bd ultra fine¿ pen needles due to difficulty depressing the plunger and the subsequent failure of insulin flow during use. The consumer reportedly did not complete a flow check beforehand. The following information was provided by the initial reporter: "item # 320122, lot # 8297644, exp 2023-10-31, can't move the plunger on pen at all with 7 different pen needles from this box. Using a new pen needle, finds not flowing insulin during the injection. He does not complete a flow check."